Event description:
Boston scientific received information that this device system exhibited a high out of range shocking impedances of greater than 125 ohms. The physician changed the right ventricular (rv) lead configuration to device to rv lead tip. The change caused the impedance to drop back down to 60 ohms. The patient will be seen again in two months. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.